Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers onh11d26079, h11e23040, h11f08064 and h11f24053. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from (B)(6) and is a spontaneous report by a consumer in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced strong pains in stomach and peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged. The outcome for strong pains in stomach was unknown. On an unreported date in 2011, the patient recovered from the peritonitis. It was not reported whether the dianeal therapies were ongoing. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.